Event description:
It was reported that the device was returned to the manufacturer after being explanted. The device was analyzed and tested out of sp ecification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).